Event description:
The initial reporter questioned the result calling and interpretation of the cobas dpx assay on the cobas synergy g9 server rack. The concern involved the potential for false non-reactive parvovirus b19 results due to suboptimal polymerase chain reaction (pcr) growth curves in high titer parvovirus b19 samples. A review of data for multiple batches and instruments revealed no evidence of false non-reactive results for high titer parvovirus b19 samples due to suboptimal pcr growth curves.

Manufacturer narrative:
The analysis was performed on cobas dpx instruments with serial numbers 5146 and 5124. The investigation determined that the cobas dpx assay performed within specifications, and no false non-reactive results for high titer parvovirus b19 samples were identified in the reviewed dataset. The analysis confirmed that suboptimal pcr growth curves did not result in false non-reactive results. The investigation concluded that the assay was functioning as intended, and no further action was required.